Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information from the customer indicated the device was inspected prior to use and no damage was observed during prep. No resistance was felt until they tried to advance the second stent. All portions of the device appeared to be accounted for upon removal. They observed some "fraying" of the braided part of the wire. The device was not separated in two (2) pieces. No additional intervention was required to remove the device. Other devices used at the same time as this device: guide catheter, guide liner, 2nd wire in lad, and stent. The instructions for use (IFU) advised precautions when advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. The IFU also cautions when re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Visual and microscopic inspections were performed on the returned device. Pre-decontamination inspection revealed that the wire was damaged both at the distal hypotube joint and at the distal tip. The balloon was no longer stuck to the wire, therefore, it was not possible to indicate how the balloon became stuck or what damage resulted from the observed complaint. There was separation at the distal hypotube joint. Analysis of the device found the threaded portion at the distal end of the hypotube had broken off from the hypotube and appeared to be missing. The proximal end of the proximal coil was unwound and was protruding outward. However, the core wire and trifilar were intact at this location. The distal end of the sensor housing was bent throughout. The sensor was cracked as a result of the damaged sensor housing and was covered in sanguineous material. The distal coil and dome were missing. The distal end of the core wire was curved and extended only about 10mm past the sensor housing. The remaining portion of the core wire had broken off and was missing. The broken hypotube damage noted at 66.5cm from the proximal end of the wire was not noted during pre-decontamination inspection, it is likely that the hypotube broke during processing of the device. A review of the case dvd included multiple series obtained during diagnostic right and left coronary angiography, balloon angioplasty and stenting of the first diagonal (diag1) branch, post-pci completion angiography, and femoral angiography. Guidewires were present in both the left anterior descending (lad) coronary artery and diag1. The verrata wire involved in this complaint was initially functioning as evidenced by four (4) ifr measurements provided on the case dvd. A balloon and stent were advanced over the verrata wire, and the stent was deployed in the proximal portion of the diag1 branch. An attempt to advance a second stent system was unsuccessful because it got stuck to the verrata wire; both devices were removed from the patient as a unit. The angiograms included on the case dvd do not depict lad or diag1 guidewire damage. Therefore, it is likely the damage to the verrata wire occurred after it was removed from the patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported that during a coronary procedure the verrata wire performed successful ifr measurements in the diagonal vessel side branch. A balloon was inserted over the wire and a stent was placed. When they tried to put in a second stent, it would not pass down the wire and stuck at the ostium secundum at the place where the first stent was placed. The physician tried to remove the balloon, but it was stuck on the wire. The physician elected not to proceed with the second stent and pulled the whole system as one unit from the patient's body. Upon removal, the physician had a hard time separating the two devices. Part of the wire was torn apart. The physician was unsure if the tear occurred while in the patient's body or when they tried to separate the two devices on the table. There were no adverse events reported in association with this complaint. Tight ostial and mid-diagonal lesions. By report, the patient was discharged as expected in "normal" condition. All reasonably known patient information is included in this report.